Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he broke the molded tongue on the roller pump. Since the event occurred during preventative maintenance, there was no patient involvement.